Event description:
The procedure was an endoscopic retrograde cholangiopancreatography (ercp), stent extraction and balloon dilation of the pancreatic duct. A four mm hydrostatic balloon dilator was being utilized for a benign stent induced stricture. As the balloon was being filled, there was an abrupt extravasation of contrast into the pancreatic parenchyma arising at the level of the proximal portion of the balloon. This suggested a hole with high pressure fluid disruption of the pancreatic duct. The balloon was evaluated and there was a hole. The pt developed pancreatitis and was hospitalized.